Event description:
Patient representative reported "pain, pressure sensitivity, suspicion of rupture, capsular contracture baker grade iii, anxiety, changes in sleeping habits, cyst". This relates to the right side. Device was explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture, capsular contracture baker grade iii.

Manufacturer narrative:
The event of "granuloma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient representative reported "pain, pressure sensitivity, suspicion of rupture, capsular contracture baker grade iii, anxiety, changes in sleeping habits, cyst". And later reported "capsular contracture grade ii-iii, c, silicone granulomas, complete implant rupture, conspicuous formation (probably cyst) paramamillary, pain and pressure sensitivity" and the inner silicone gel made contact with the patient. This relates to the right side. Device was explanted and replaced.